Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Insulin pump trace download analysis confirmed the pump alarmed pump error detected alarm. The power management tool confirmed power error detected alarm was triggered when the loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the insulin pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 9.0 mmol/l. The reported that power error detected alarm came 6 times during the past day and half. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer stated that the notification light did not immediately stop flashing. Customer performed the troubleshooting. The insulin pump will be returned for analysis.